Manufacturer narrative:
We received six possible lot numbers for the device and will update the record if we receive more information. The lot number could be 92v, 2pv, 2px, 2rb, 2tx, or 2yw.

Event description:
A health professional reported that a patient implanted with four es2 integrated blade screws, four xia blockers, and two mantis rods experienced an infection post-operatively. It was further reported that the patient was revised and the devices were explanted. This report captures the fourth of four xia blockers.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.